Manufacturer narrative:
A powerflex pro was delivered to the target lesion after the delivery of a guidewire. The balloon ruptured at 10atm (ten atmospheres). There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The device was prepped per the IFU. There were no anomalies noted during prep. The device prepped normally. There were no difficulties removing the product from the hoop or sleeve. There were no difficulties removing the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The powerflex pro was removed from the patient and another balloon was used to finish the procedure successfully. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17167754 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown but may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflex pro was delivered to the target lesion after the delivery of a guidewire. The balloon ruptured at 10 atmospheres (atm). There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There were no anomalies noted during prep. The device prepped normally. There were no difficulties removing the product from the hoop or sleeve. There were no difficulties removing the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The powerflex pro was removed from the patient and another balloon was used to finish the procedure successfully. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.